Event description:
Follow-up information from the healthcare professional indicated that the consumer developed an acute bacterial infection in the left eye following a corneal abrasion caused by contact lens wear. Upon receipt of the medical release form, it was reported that the consumer experienced mild pain, discomfort, redness, permanent scarring, and a peripheral mid-infiltrate. Corneal staining was performed, revealing moderate involvement of less than fifty percent of the cornea. The consumer was subsequently diagnosed with a mid-peripheral ulcer and a marginal corneal ulcer. Later medical records have been received where it was reported that the consumer presented with burning, itching, light sensitivity, and a foreign body sensation when touching the upper eyelid. On examination, the diagnosis was acute bacterial infectious infiltrate of the cornea (corneal ulcer) with superficial punctate keratitis (spk) in the left eye. Treatment was initiated with moxifloxacin 0.5% and polymyxin b sulfate/trimethoprim eye drops, prescribed as one drop in the left eye every two hours while awake, along with discontinuation of contact lens use. The ulcer began to improve, and the consumer was advised to return daily for follow-up while continuing both medications. At a subsequent visit, the ulcer continued to improve but spk worsened, leading to a tapered regimen of both medications at one drop every four hours. Later, the condition was noted as acute bacterial infectious infiltrates of the cornea with a possible toxic reaction to the drops (gtts). Over time, the consumer¿s signs and symptoms resolved, with the ulcer showing imminent closure. Follow-up revealed a single punctate stain, which later developed into a scar. The current status of the consumer¿s eye was resolved at the time of this report. No further information has been received at the time of this report.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).